Event description:
During open reduction, internal fixation (orif) of complicated fracture involving the zygoma, zygomatic arch and left mandible, an imf screw broke off in the mandible. In placing imf screw, the head sheared off of a 12 mm 2.0 screw at the level of the bone. Using a 1.6 mm drill bit, the retained portion of the self drilling screw was able to be retrieved.====================== manufacturer response for imf screw, imf======================the rep reportedly thought it was possibly a faulty screw.